Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. (B)(4).

Event description:
Additional information was received indicating the original reported event was incorrect. The customer reported that the trocar was nonfunctional. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup, testing failed due to an occlusion. The pack was replaced to proceed with surgery.